Event description:
Reportedly, while toggling, the needle with suture fell into the pt and the other instrument would not load the suture as expected. Procedure: nissen. Pt sex: male.

Manufacturer narrative:
At this time, the device has not been returned for product eval. If investigation info becomes available, a supplemental report will be filed accordingly.